Manufacturer narrative:
Approximate age of device: 14 days. A root cause for the reported event could not conclusively be determined through this evaluation. Based on the manufacturer's past experience and similar reported events, hemolysis coupled with power elevations can be indicative of device thrombosis. A full examination of the device could not be conducted because the patient remains ongoing on vad support. The manufacturer's instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was admitted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted less than 24 hours after being discharged for an elevated white cell count (wbc), abnormal hemolysis markers and pump power spikes. Evaluation for a possible pump issue or thrombus was initiated. A ramp echocardiogram found that the left ventricle was not unloading. The patient was started on heparin and the decision was made to also commence a glycoprotein (gp) iib / iia inhibitor (tirofiban) along with the heparin. A repeat ramp echocardiogram subsequently demonstrated ventricular unloading and the hemolysis parameters normalized. The heparin was discontinued and the patient continued on tirofiban and warfarin. The patient remained admitted for further treatment and monitoring for an unspecified period of time and was later discharged.